Event description:
It was reported that the inflatable penile prosthesis (ipp) was having inflation issues as the device did not inflate enough for penetration. The physician did a computed tomography (CT) scan and noticed large air bubbles in the cylinder and reservoir. When inflating the device after a few pumps, the pump would dimple and stick together not allowing to be used. A replacement surgery was performed in which the pump was removed from the scrotum and while it was used to inflate the cylinders there was a large amount of air in the pump. The all the components were removed and replaced. After the procedure, the cylinders and reservoir were tested for leaks but there were none. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders and pump were visually examined and microscopically tested. Both cylinders had wear at the fold in the middle, but no leaks were found in any of the components. The pump was not functional tested due to contamination. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of pump collapsed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was having inflation issues as the device did not inflate enough for penetration. The physician did a computed tomography (CT) scan and noticed large air bubbles in the cylinder and reservoir. When inflating the device after a few pumps, the pump would dimple and stick together not allowing to be used. A replacement surgery was performed in which the pump was removed from the scrotum and while it was used to inflate the cylinders there was a large amount of air in the pump. The all the components were removed and replaced. After the procedure, the cylinders and reservoir were tested for leaks but there were none. No patient complications were reported.